Event description:
Information was received indicating that a smiths medical set, admin, cadd, 78", spike tubing was reported to be alarming 1140. The carrying pouch was wet this was found to be caused by a leaking bag. The patient received a new pump to finish the remaining dose. No adverse events were reported.

Manufacturer narrative:
Device evaluation: returned device was received for evaluation. During the evaluation of the device a leak was observed fleeing from the bonding between the tubing 60" and pump tube. The customer reported condition was confirmed. Problem source was traced to manufacturing . Since the lot number was not reported, it's unknown if the product was manufactured after the implementation of these changes.